Manufacturer narrative:
Patient age or date of birth not available for reporting. Date of event: unknown. PMA / 510k: this report is for four (4) unknown ex-fix clamps/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Explanted date: device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 because the surgeon wanted to reinforce the external fixation (ex-fix) construct of the proximal tibia that had become loose post-operatively. Reportedly, the clamps were holding up the rods post-operatively. The loosening ex-fix construct was both hardware to hardware and hardware to bone. It is unknown if the patient had pain as a result of the device malfunction. The patient was originally implanted on (B)(6) 2017 with four (4) unknown synthes bar, four (4) unknown pins, and four (4)unknown synthes clamps to treat a fracture. During the revision, no hardware was removed. The surgeon implanted three (3) additional unknown synthes pins and one (1) unknown synthes bar to reinforce the existing implanted ex-fix construct. No malfunctions occurred during the surgery. There was no reported delay. No harm was reported to the patient. The procedure was successfully completed. Patient outcome was satisfactory condition. This report is for four (4) unknown ex-fix clamps. This is report 2 of 3 for (B)(4).